Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product: unk, unknown liner, unk, unk, unknown cup, unk, unk, unknown stem, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06588.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient has been experiencing instability with the implant. The surgeon has planned to have another surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. (B)(4). Concomitant medical products: ep-108222, e-poly 32 mm +3 maxrom lnr sz22, 401200. The 51-103130, tprlc 133 type1 pps so 13.0, 3795925. Pt-116050, regen/rnglc+ ltd 50 mm sz 22, 865550. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06588-1.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.